Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that the cutting knife was missing at approx. 3 mm from the distal end. The broken point of the cutting knife was melted. The manufacturing history was reviewed with no irregularities noted. Based on the similar cases in the past, it was known that the cutting knife might be broken off since electric discharge occurred and temperature of the distal end of the subject device increased while the high frequency output was activated. Also, it was known that electric discharge might occur, because the electro surgical unit was used in the coagulation mode, the high-frequency output was set too high, the activation time was too long, or the contact length between the cutting knife and the tissue was too short. The instruction manual of the device has already warned as follows; when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.

Event description:
It was reported that there was a tip failure of the subject device during inspection before use. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the cutting knife was partially missing on (B)(6) 2017. In addition, the broken point of the cutting knife was melted. Therefore, omsc assumes that the subject device was used for the procedure.